Event description:
It was reported that "tip of dissecting tool broke off during surgery and may still be in patient." On follow-up, it was noted that x-rays were taken and verified that the tool was not in the patient. It was confirmed that there was no patient impact.

Manufacturer narrative:
Report confirmed. Evaluation determined that the tool fractured at the cutting flutes approximately 1/2" from the distal tip. The fracture is consistent with excessive bending applied to the tool while cutting. On follow-up it was confirmed that there was no patient impact. Event date estimated. The user manual contains the following "do no use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."